Event description:
While performing preventive maintenance, the manufacturer's service technician reported the device diagnostic log indicated a +24/+-12 volt power failure and restart occurrences. Upon evaluation, the service technician reported finding a damaged component on the power supply. The service technician replaced the power supply to address the reported problem. Performance verification testing was completed and tests passed per operating specifications. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.